Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during training with a demo pump, the automated impella controller experienced a controller failure alarm and subsequently failed to start the attached demo pump. There was no patient involvement during this training.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. Data analysis: the console logs from the reported day of the event align with the complaint received. It was noted that the issue associated with the complaint began on february 4, 2025. During this period, the test pump was connected and reconnected a total of five times. On the fifth reconnection, an error message was recorded, problems while reading pump limits data." This triggered the "impella defective (error reading eeprom)" alarm. After this incident, the pump was subsequently disconnected and reconnected for a sixth time, but the same alarm was triggered again. Additionally, a controller error related to a "defective optical sensor lamp" was issued after the pump was disconnected, and this alarm persisted even after the console was rebooted twice. Device analysis: the console was returned for further investigation. Testing was conducted using the test pump and purge cassette. During this process, the impella defective alarm was triggered after the pump was removed and then reinserted. Additionally, a "controller error (optical lamp defective)" alarm was also observed. Voltage measurements taken from the power battery manager (pbm) to the impellatronic pca were within the required specifications, and no loose cable connections were found. Further the aic was examined for the 5s parameter values; however, the results indicated that these values did not meet the specified criteria as mentioned in the aic preventative maintenance procedure. A visual inspection of the console¿s internal circuitry revealed no apparent issues. Root cause: the root cause for the impella defective (error reading eeprom) - alarm issued was due to an impellatronic board malfunction and the controller error (defective optical sensor lamp) - alarm issued was due to optical bench malfunction.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. The console logs from the reported day of the event align with the complaint received. Testing was conducted using the test pump and purge cassette. During this process, the impella defective alarm was triggered after the pump was removed and then reinserted. Additionally, a "controller error (optical lamp defective)" alarm was also observed. Voltage measurements taken from the power battery manager (pbm) to the impellatronic pca were within the required specifications, and no loose cable connections were found. Further the aic was examined for the 5s parameter values; however, the results indicated that these values did not meet the specified criteria as mentioned in the aic preventative maintenance procedure. A visual inspection of the console¿s internal circuitry revealed no apparent issues. The root cause for the impella defective (error reading eeprom) - alarm issued was due to an impellatronic board malfunction and the controller error (defective optical sensor lamp) - alarm issued was due to optical bench malfunction.